Event description:
A pt was scheduled for an esophageal manometry which was performed on a seirra scientific high resoultion manometry computer a high resoultion manometry catheter was placed intranasally in the pt and protocol for the test was performed. Due to a high volume of pt flow in the area, the computer was left recording after the test was completed. Normally once the pt is extubated, a file would be saved with pt's name at once. When the tracing was saved approximately one hour later, all that was found under the pt's name was a blank tracing. When the company was contacted and the incident was explained, a duplicated test sample was run and they discovered a "glitch" in the software. Whereby, the software only saves the last sixty minutes of a tracing, anything before that is defaulted to an overwrite. In short, the actual tracing was never saved only the blank recording. We are awaiting a response from the MFR.